Event description:
Reporter indicated that his vns therapy programming handheld computer was not properly holding a charge. It was also reported that during his version 7.1 software upgrade, the date did not migrate over properly and the screen froze. Troubleshooting resolved the software migration and screen freezing issue. Both the handheld and the version 7.1 software were returned to manufacturer for product analysis. During analysis, the handheld operated for over an hour using the main battery, and at the conclusion of testing, the analysis verified that 25% of the main battery charge remained. An analysis was performed on the version 7.1 software flashcard and the reported complaint was not verified. No anomalies associated with flashcard software or databases were identified during the flashcard analysis.